Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip out of position as it is protruding from the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Another attempt was made , and the second clip was unable to load properly. It was observed that the next clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was confirmed that the ratchet ears were broken. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The top jaw was bent. It's possible that the jaw was damaged during use. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Another attempt was made , and the second clip was unable to load properly. It was observed that the next clip was out of position in the channel. The sample was disassembled , and it was confirmed that the ratchet ears were broken. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The top jaw was bent. It's possible that the jaw was damaged during use. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that there were continuous 4 clips not opening completely and fell off the applier during usage on the patient. Clips that fell into the patient were removed.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800772. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were continuous 4 clips not opening completely and fell off the applier during usage on the patient. Clips that fell into the patient were removed.